Manufacturer narrative:
Date sent: 11/6/2009. Information is unavailable; device was not returned for evaluation. Device remains implanted.

Manufacturer narrative:
Date sent: 11/16/2009

Event description:
The obstruction occurred immediately post-op on a swallow study. Air was removed from the band to attempt to resolove the obstruction. The surgeon feels the band was too tight coupled with swelling and a large size of stomach. The surgeon believes the swelling went down and patient became unobstructed. The patient was discharged home.

Event description:
It was reported that post op a laparoscopic gastric banding, the patient was obstructed. When the port was assessed, they could only remove less than 1cc of air. The obstruction resolved itself. The patient was hospitalized for three days and was discharged home in stable condition.